Event description:
This pump alarmed and displayed a channel error at 12:45, while infusing on a patient. The infusion was interrupted. There was no patient consequence. No further info was available.